Manufacturer narrative:
The devices were not returned for evaluation. Therefore, the actual root cause is not certain. The complaint devices were manufactured in august 2013 by manan medicals which has been acquired by argon medical devices, inc. No discrepancies were noted in the device history record for the complaint lot. A manufacturing CAPA was initiated in (B)(4)2013 to maximize the ro band bending strength. A health hazard evaluation was performed and it was determined that no additional corrective actions were required. The units in this report were manufactured before the CAPA was implemented. Previous to the engineering change, a pull test was performed at each lot start-up and lot end to verify that the set-up and performance of the ro band bonding process was acceptable. Each unit that went through the ro-band bonding process was 100% visually inspected under 10x magnification to detect any cracks in the bond line. A health hazard evaluation was performed and it was determined that no additional corrective actions were required at that time. There have been no reports of separation for the product manufactured after the CAPA of (B)(4) 2013.

Event description:
There were two instances where 8x40 skater biliary drainage catheter broke at the radiopaque (ro) marking. This was after the catheters were indwelling for about a week. This happened two separate times and involved two different patients according to the hosp team member. Argon is filing two reports ((B)(4)) as 1625425-2015-00011 and 1625425-2015-00012 to cover both of the patient events. The hosp did not record the lot numbers on the patient charts. The lot number has been calculated by the MFR based on review of shipping history to this facility.